Event description:
It was reported by the rep that very similar to the concerns that we here at (B)(6) had before the recall, but not why the systems were recalled. The system isn¿t draining from the buretrol into the collection bag. Once the stopcock is opened from the buretrol to the collection bag the csf should freely flow into the bag. This is not happening. In fact we are having to try multiple strategies to facilitate drainage but are getting a little frustrated that the system isn¿t draining properly. We shouldn¿t have to be manipulating or accessing the system to get it to drain. It should be free flowing from the buretrol to the collection bag once the stop cock is opened. Also if we actually are able to get the systems to drain it then appears to be causing the fluid entering the buretrol from the patient to drip at a much quicker rate than their normal. Almost as if there is a syphon phenomenon happening. At least one patient safety report has been generated as the drainage problem has lead to inaccurate/unreliable icp readings. Action taken as a result of incident: replace with same product.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.